Manufacturer narrative:
Initial reporter address 1: (B)(6)

Event description:
It was reported that shaft break occurred. The patient presented with moderate effort angina and electrocardiographic changes. The target lesion was located in the right coronary artery (rca). The 3.5mm lesion had significant diffuse disease in the proximal and vertical segments with sites of maximum narrowing greater than 95%. There was a suboclusive lesion in the distal segment with timi 2 distal flow. The rca ostium was cannulated with a 3.5 guide catheter and a guide wire was advanced to the distal posterior descending segment supported by a 1.5 x 10mm non boston scientific (bsc) balloon. The lesions were predilated with the non bsc balloon and two emerge balloons, 2.0 x 30mm and 2.5 x 20mm. A 2.5 x 32 promus premier stent and a 2.75 x 22 non bsc stent were implanted in the vertical segment but control angiography revealed a gap between the stents so a 2.75 x 12 non bsc stent was also implanted. Finally, an attempt was made to advance a 3.00 x 28 promus premier drug-eluting stent to the proximal lesion; however, the shaft fractured. The device was removed and the procedure completed with a 3.5 x 32mm promus premier stent. Final angiography revealed a successful result with timi 3 flow. No patient complications were reported.